Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed a no delivery which they could not resolve. The customer's blood glucose level at the time of the event was 188 mg/dl. The insulin pump will not be returned for analysis.